Manufacturer narrative:
Device MFR date not available at time of this report. An RMA was issued for the replacement of the computer. The device has not been returned to the MFR.

Event description:
A medtronic representative reported a slowness or freeze, in the stealthstation treon guidance system. The site reported that the system reboots and deadlocks in the application. There was no pt present.